Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump gave a "belt slip" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00651.